Event description:
It was reported that the lead was new and never implanted, when the box was opened it was found that the lead was curved. A different product was used. It was unknown whether any diagnostic testing or troubleshooting was done.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis of lead model 3389-40 ln: 0207743251 found no anomaly. Analysis of unknown stylet found a bend in the stylet 5 cm from the distal end. The lead was electrically ok and the stylet could be withdrawn and inserted back into the lead without difficulty.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.